Event description:
It was reported that a patient¿s trial worked, but the implant had not worked for her incontinence. She never had therapeutic effect. The patient didn¿t have much muscle and fat, so the implantable neurostimulator (ins) moved out of the pocket, went sideways, and noticeably stuck out. This occurred in (B)(6) 2014. In (B)(6) 2015, the area around the implant had become irritated, sore, and hurt, particularly when sitting or moving around. In (B)(6) 2015, the patient had had three shocks in the bladder and vaginal area; two were in her sleep and one was while she was driving. She was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had an appointment with her doctor on (B)(6) 2015 and would be setting a date to remove the device, as it was not doing what she had it put in for.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0nsgb, implanted: (B)(6) 2014, product type lead. (B)(4).